Event description:
It was reported that balloon rupture occurred. The target lesion was located in a highly calcified lesion. A 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.